Manufacturer narrative:
(H3, h6): the manufacturing representative (rep) went to site to test the imaging system and found the system checkout for replacing leds and also found several hv cable chain magnets down in the track causing excessive noise during spins. Re-attached the magnets to the hv cable chain. Performed system checkout. Imaging system ready for use. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: bi71000311. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that while repairing the system from another case, he discovered that multiple magnets had fallen off the cable chain. There was no patient present.